Event description:
An acumed hub cap plate was implanted. The patient developed constant pain consistent with ulnar impingement eighteen weeks post operatively. She underwent ulnar shortening osteotomy surgery 30 months after the initial surgery and was asymptomatic afterwards.